Event description:
Home patient (hp) reported feeling full, as if she were overfilled, while using the homechoice cycler for automated peritoneal dialysis therapy. Hp started therapy using the homechoice cycler and was filled with her programmed fill volume of 2000ml. Therapy had continued into the dwell phase when the hp noted her solution bag had fallen off the cycler. As a result, the hp discontinued therapy and started a new therapy using all new supplies. During the initial drain of the new therapy the hp felt empty and encountered a "low drain volume" alarm. The hp bypassed the "low drain volume" alarm, removing only 4ml during the initial drain. The cycler continued therapy and filled the hp with the programmed fill volume of 2000ml. Therapy continued into the dwell phase when the hp felt full and placed the cycler into a manual drain until she felt comfortable. According to the hp, there was no pt injury or medical intervention.